Event description:
It was reported that during in-house engineering evaluation, it was observed that the modular handpiece device was broken (2+ pieces): chipped/shaved/delaminated. It was further determined that the device had component damage, fluid ingress and would not run. It was further determined that the device failed pretest for general condition, check power with power test bench and check speed with tacho meter and power supply. It was initially reported that during an unspecified veterinary surgical procedure, it was observed that a piece of metal from inside the handpiece broke off while using the attachment. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no human patient involvement as this device is intended for veterinary purposes. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device being broken (2+ pieces): chipped/shaved/delaminated, identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to user, which is use error.

Event description:
It was reported that during in-house engineering evaluation, it was observed that the modular handpiece device was broken (2+ pieces): chipped/shaved/delaminated. It was further determined that the device had component damage and fluid ingress. It was further determined that the device failed pretest for general condition, check power with power test bench and check speed with tacho meter and power supply. It was initially reported that during an unspecified veterinary surgical procedure, it was observed that a piece of metal from inside the handpiece broke off while using the attachment. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no human patient involvement as this device is intended for veterinary purposes. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: b5: corrected. H6: investigation findings updated.